Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The high voltage lead impedance was out of range. The device was reprogrammed to resolve the event. There were no anomalies noted with the lead. The patient is in stable condition.